Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer treated their high blood glucose with insulin pump. Customer stated that they were on dialysis and they had taken dialysate and it was a solution with sugar. Customer stated that the insulin pump¿s auto mode was inactive. Customer declined for high blood glucose troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.